Event description:
It was reported deflation failure and removal difficulty occurred. The 90% stenosed target lesion was located in a mildly tortuous and mildly calcified left main trunk. A non-boston scientific guide catheter was inserted. A 4.50 x 12 mm synergy megatron drug-eluting stent was placed. Following stent delivery system (sds) balloon deflation for 60 seconds, removal of the sds was attempted, however the sds could not be retracted into the guide catheter. An attempt was made to remove the sds by inflating the balloon at 1-2 atm before deflation was performed, but the condition did not change. The catheter was cut and the system, including the catheter, guidewire, and guide catheter were removed as a whole. It took 15 minutes to remove the sds. The guide catheter was re-engaged, and the procedure was continued. There were no patient complications and the patient was stable post-procedure.